Manufacturer narrative:
The device, was used in a procedure was not returned for evaluation with all additional information provided including a photo we have not been able to establish a relationship between the reported event or determine a root cause. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found other related failures. Probable cause may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary at this stage. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that there was no water running out from the handpiece with proper connection to the console, while the customer changed another handpiece which function well. No injury or any patient inconvenient reported.